Event description:
A complaint of high readings was rec'd on a customer's xtra blood glucose meter. The customer's wife reported that, the customer experienced hypoglycemia and had symptoms of dizziness and trembling. The customer took sugar to bring himself around and paramedics were called. A reading of 7.4mmol/l was obtained on the customer's meter compared to a reading of 5.0 mmol/l obtained within a ten min timeframe on the paramedics meter (type unk). The customer was taken to the hospital by paramedics and diagnosed with hypoglycemia.

Manufacturer narrative:
This is an initial report. The meter has been returned and an investigation is in process. A f/u report will be filed once investigation results are available.